Manufacturer narrative:
Device is a combination product device evaluated by MFR: synergy ous mr 2.25 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged, with stent struts on the 4th and 5th proximal stent strut rows lifted and pulled distally. The undamaged crimped stent outer diameter measured and the result was 0.0370", this is within maximum crimped stent profile measurement. Stent damage most likely occurred when the stent was caught in calcification during stent placement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp stent marks were visible on the exposed proximal balloon body. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink at 82 cm distal to the distal end of the strain relief. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer extrusion and mid-shaft section and visual examination of the inner extrusion found no issue with the extrusion shaft. No other issues were identified during the product analysis..

Event description:
It was reported that stent damaged occurred. A 2.25 x 20 synergy ii drug eluting stent was advanced for treatment. However, stent got lifted due to severe lesion. Procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 2.25x20mm synergy ii drug eluting stent was advanced for treatment. However, the stent became lifted. The procedure was completed with a different device. There were no patient complications reported.